Event description:
It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after clip deployment, difficulty was encountered removing the clip applier from the tissue tract. In accordance with the instructions for use, a dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tubeset enabling them to be retracted proximally and counter-traction with an assertive pull was applied, which released the device from the tissue tract. When the device was removed, the clip was noted to be deployed in the intended location and achieved hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. (B)(4) - patient selection (morbid obesity).